Event description:
Additional information was provided by the customer. The procedure didn't begin, it was during preparation for a colonoscopy procedure. The doctor was attending to another patient. Taking out the pigtail to reset the scope for procedure usually worked, but at this time it did not work. The procedure was delayed for about 10 ¿ 15 minutes as rooms had to be changed. The patient had been administered diprivian propofol. The procedure (colonoscopy) was completed using a similar device. Additionally, the device was reported to not have been inspected prior to this event.

Manufacturer narrative:
Updated fields: b3, b5. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a failure of the scope socket. In addition, the cause of the failure of the scope socket due to the lack of further information could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of a b30 was confirmed. The evaluation uncovered cosmetic damage (front panel was chipping below the scope socket area), the unit had updated power switch, a faulty scope socket, the lamp life was at 300 hours or more and had excessive thermal paste applied and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, various error codes e215, e216 and a b30 (scope communication error) displayed on various scopes. Additionally, white balance was not completed. There were no reports of patient harm associated with this event.